Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device responded properly to button presses. No unresponsive buttons or button error alarm noted. No damage noted on the keypad traces or on the keypad dome switches. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. No drive/motor anomaly or unexpected motor grinding noise anomaly noted. The motor was tested outside of the unit and passed. No damage noted on the display window or on the lcd glass. Device had cracked belt clip slot. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons of insulin pump hard to press. The customer¿s blood glucose level was unknown at the time of the incident. Customer also report that there was scratches on screen and unusual grinding noises. The insulin pump will not be returned for analysis.